Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused nodules in the lungs. The patient did report receiving medical intervention and reported to have had an ultrasound and now is requiring two biopsies. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and brown dust-like indeterminate contaminant, white dust-like film, beige dust-like, hair-like objects and black particle in the module port, front panel, blower box, bottom of blower and blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e226. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress and an unknown black particles, dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused nodules in the lungs. The patient did report receiving medical intervention and reported to have had an ultrasound and now is requiring two biopsies. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.